Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer amulet delivery sheath. The landing zone measurements were at 0°: 22-24mm, 45°: 21 mm, 90°: 26 mm, 130°: 22:25. The patient had a windsock-shaped laa morphology, characterized by distal narrowing. During procedure, left atrial pressure was 18 mmhg and fluids were note given. During device deployment, two re-sheathing maneuvers were required to achieve an acceptable position. The final placement was proximal, with all close criteria met. The lobe of the device was positioned approximately one-half behind the circumflex artery (cx). Despite initial satisfactory positioning, the amulet was implanted and tension test was performed. The device compression was on a barrel shape. Post procedural less than 48 hours, the echocardiogram (echo) showed the device was embolized. The patient was promptly referred for surgical intervention. The surgical team successfully managed the complication, and the patient remained in stable condition postoperatively. The physician mentioned the cause of embolization was too proximal placement, not enough behind the cx.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization in the lvot, during the procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Field indicated that the patient had a windsock-shaped laa morphology, characterized by distal narrowing. Field indicated that during device deployment, two re-sheathing maneuvers were required to achieve an acceptable position. The final placement was proximal, with all close criteria met. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a caused for the reported device embolization could not be determined. It is possible due to procedural conditions too proximal placement, not enough behind the cx (due to the anatomy of the patient). However, it could not be confirmed. The reported surgical intervention was a result of case-specific circumstances as a device was surgical removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer amulet delivery sheath. The landing zone measurements were at 0°: 22-24mm, 45°: 21 mm, 90°: 26 mm, 130°: 22:25. The patient had a windsock-shaped laa morphology, characterized by distal narrowing. During procedure, left atrial pressure was 18 mmhg and fluids were note given. During device deployment, two re-sheathing maneuvers were required to achieve an acceptable position. The final placement was proximal, with all close criteria met. The lobe of the device was positioned approximately one-half behind the circumflex artery (cx). Despite initial satisfactory positioning, the amulet was implanted and tension test was performed. The device compression was on a barrel shape. Post procedural less than 48 hours, the echocardiogram (echo) showed the device was embolized and stuck in the left ventricular outflow tract (lvot). The patient was promptly referred for surgical intervention. The surgical team successfully managed the complication, and the patient remained in stable condition postoperatively. The physician mentioned the cause of embolization was too proximal placement, not enough behind the cx.